Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2026 due to dizziness, increased weakness, and black stool. Ultimately, the patient was admitted for further workup of their symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops which appeared to be consistent with pump resets due to electrostatic discharge (esd). Following the events, the pump resumed operation at the fixed speed without issue. The pump appeared to function as intended at the fixed speed. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported dizziness, weakness, and bleeding could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 31dec2025 to 13jan2026. Multiple pump stops consistent with pump resets due to esd were captured on (B)(6) 2026. Following the events, the pump resumed operation at the fixed speed without issue. Of note, no external power and power cable disconnect alarms were captured on 11jan2026 while the system was supported by battery power; however, the system controller¿s internal backup battery supported the system and there were no interruptions in pump support during these events. These alarms are further addressed under the system controller investigation. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU as well as sections 1, 3 and 4 of the patient handbooks warn that high levels of static electricity may damage and/or interfere with the system and cause the left ventricular assist device to stop. These documents also warn that patients should be connected to battery power when performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provide examples of when static electricity can occur and how it can be avoided. The testing and classification tables in appendix c of the IFU and section 9 of the patient handbook also include further information on electrostatic discharge. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient did not recall a specific reason for the event but stated the air in their home had been very dry as of late. Additionally, the patient's international normalized ratio (inr) returned to therapeutic levels from an inr of 7.7 and the patient's bleeding was resolved with blood product. The patient's hemoglobin (hgb) levels appeared to stabilize, and the patient was discharged on (B)(6) 2026.